Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found the battery not in new condition, but there were no significant anomalies. It functioned properly throughout the duration of the tests.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v632931, implanted: 2011-(B)(6), product type lead. Product ID 3387s-40, lot# v139132, implanted: 2008-(B)(6), product type lead. Product ID 3387s-40, lot# v139132, implanted: 2008-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Event description:
It was reported they were concerned that the lead/extension ¿may be bad.¿ the patient had a zapping feeling that they had in therapy. The battery was replaced due to normal battery depletion and ¿everything looked great.¿ once the battery was replaced all impedances were normal and no further testing or revision was necessary. It was further reported the issue was resolved when the physician replaced the battery.